Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was "weak at displaying characters." There was also reported case damage. The epg will be returned for repair. There was no patient involvement.